Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023 the patient experienced decreased appetite and fever of 38.5 degrees celsius. On (B)(6) 2023 the patient was diagnosed with a pneumoperitoneum via CT scan and admitted to the hospital. It was reported that the patient was well and the cause of the fever was unknown. On (B)(6) 2023 the patient did not have a fever and was good condition with no pain as of (B)(6) 2023. On (B)(6) 2023 the patient was discharged to a social and health center due to problems with different caregivers and their social situation.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Health effect clinical code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.